Manufacturer narrative:
(B)(4). Batch # m54d0g. One device was returned with five gst60w reloads. One reload was received with the pan completely detached. One staple was visible stuck partially in the pocket. Examination of the bottom of the reload revealed a broken double driver in the pocket with the stuck staple. There was no visible damaged to the cartridge deck. Three of the additional reloads had one of the cartridge pan retention hooks loose. This is consistent with the reload being twisted when removed from the channel.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic sleeve procedure, one staple remained in the reload on the patient side, outer row, middle of the reload. The case was completed using another device of the same product code. There were no patient consequences reported.